Event description:
It was reported that 7 days following the implant of this transcatheter bioprosthetic valve, the patient was re-hospitalized for chemotherapy for cancer of unknown origin. During hospitalization, diabetic ketoacidosis (dka) developed resulting in admission to the intensive care unit (ICU). Additionally, aspiration pneumonia occurred, and the patient's cough and swallowing function deteriorated due to the underlying disease. The patient remained alert and able to communicate, and intubation was not performed. Approximately 2 weeks following re-hospitalization, hypotension occurred following by decreased oxygenation and cardiopulmonary arrest. Cardiopulmonary resuscitation (CPR) was performed for 15 minutes; however, return of spontaneous circulation (rosc) was not achieved and the patient died. Per the physician, the cause of death was due to the patient's cancer of unknown origin and dka. Per the physician, there was no causal relationship between the death and device or implant procedure.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, d4, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 7 days following the implant of this transcatheter bioprosthetic valve, the patient was re-hospitalized for chemotherapy for cancer of unknown origin. During hospitalization, diabetic ketoacidosis (dka) developed resulting in admission to the intensive care unit (ICU). Additionally, aspiration pneumonia occurred, and the patient's cough and swallowing function deteriorated due to the underlying disease. The patient remained alert and able to communicate, and intubation was not performed. Approximately 2 weeks following re-hospitalization, hypotension occurred following by decreased oxygenation and cardiopulmonary arrest. Cardiopulmonary resuscitation (CPR) was performed for 15 minutes; however, return of spontaneous circulation (rosc) was not achieved and the patient died. Per the physician, the cause of death was due to the patient's cancer of unknown origin and dka. Per the physician, there was no causal relationship between the death and device or implant procedure. Additional information was received that the cause of the cardiopulmonary arrest was unknown but it was not attributed to the valve per the physician.